Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin was squirting out during the manual prime process. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The device will be returned for analysis.